Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the device got tissue pad detached after coagulation, and has fallen into the patient. Surgeon has tried to remove the device from the anchor but it was stuck together. They had to removed the anchor and one of the anchor's part has broken as well. They could not find the anchor's broken part.